Manufacturer narrative:
During follow-up, the patient stated he experienced no defects or malfunction with the ultram14 catheter. After reviewing his catheterization technique, it was discovered that the patient does not routinely wash his hands or the insertion area before catheterizing. The patient was informed that cure medical's consultant nurse advises washing your hands and cleaning the insertion area before performing catheterization may reduce the chances for infection.

Event description:
Intermittent catheter patient (user) stated he had a urinary tract infection (uti) while using the ultram14 catheter, sought medical attention, and was treated. During follow-up, the patient stated he was prescribed an antibiotic, took the full course, and recovered completely.